Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump had an intermittent button response noted during testing due to flattened dome switch on the esc and act buttons. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer states they treated with manual injections. The mother states the buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.